Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, the customer miscalculated the carbohydrates for a bolus and consumed more food than the intended amount of bolus delivered. Customer declined further troubleshooting with tandem technical support.